Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the staff at the nursing facility did not clean the purewick accessory replacement kit. The patient developed a urinary tract infection (uti) and a skin ulcer. The patient also had meningitis and passed away. The patient had been using purewick products for more than 90 days. Per clinical follow up via phone on 02mar2022 with the patient¿s daughter, she stated the (B)(6) patient passed away on (B)(6) 2021. In (B)(6) 2021, the patient was admitted to the hospital for a right above the knee amputation and then discharged to a rehabilitation facility where her son-in-law maintained the purewick system. The device worked very well and there were no issues during that time. In (B)(6) 2021, the facility went into lockdown due to covid-19 and no visitors were allowed, so the nursing staff had to manage the purewick system. She stated the staff were changing the wicks at least three times per day, but she was not sure if they were properly cleaning the drydoc, the tubing, and the canister. In (B)(6) 2021, the patient was admitted to the hospital with a uti, sepsis, and meningitis, and she was treated with antibiotics. The hospital staff also discovered the patient had a wound on her sacrum with bone exposure, which required treatment by the wound care team. The daughter believed the wound was a result of the patient not being turned properly and not being checked for skin moisture often. She also stated the patient had a lot of medical issues going on and was on hospice. She further stated that she did not believe the purewick device contributed to the patient¿s death. The patient had a past medical history of diabetes with bilateral lower extremity amputations, arthritis, and cardiac conditions including a heart attack, a heart valve replacement, and a pacemaker. No further information was provided. Another clinical follow up was attempted via phone on 07mar2022 with no answer received. Despite good faith attempts, no additional information has been obtained.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. The root cause of this failure was "user does not follow instructions urine buildup". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required as the event was use related. The instructions for use were found adequate and state the following: "clean collector tubing, pump tubing, canister, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section". It also states "point of use cleaning: after the completion of each use, the collection canister, canister lid, collector tubing, and pump tubing should be rinsed with cool tap water to remove any residual debris or dirt. The purewick¿ urine collection system base should be wiped with a clean low lint cloth dampened with cool tap water. Manual cleaning instructions for single user (home care): the collection canister, canister lid, collector tubing, pump tubing, and purewick¿ urine collection system base should be cleaned and disinfected at the time of each use, or at a minimum, daily. The power cord should be cleaned and disinfected at the time of each use, or at a minimum daily. Note: gloves should be worn when handling soiled or dirty accessories. Canister and canister lid:- ¿ initial rinse: rinse the canister and lid thoroughly with cool tap water. While rinsing, remove any excess dirt by wiping the canister and lid with disposable low lint wipes. ¿ cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Fully submerge canister and lid in the solution. Allow it to sit for a minimum of ten (10) minutes. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the canister and lid for a minimum of one (1) minute to remove any visible signs of debris or dirt. ¿ rinse: rinse the canister and the lid thoroughly with cool tap water until there is no visible sign of the cleaning solution. ¿ visual inspection: inspect the canister and the lid to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat steps above until there is no sign of debris or dirt remaining on the canister and lid. ¿ disinfection: fully submerge the canister and lid in 70% isopropyl alcohol (ipa). Allow it to sit for a minimum of ten (10) minutes. ¿ rinse: rinse the canister and the lid thoroughly with cool tap water. ¿ drying: dry the canister and lid with a clean low lint towel or cloth. Collector tubing (with elbow connector) and pump tubing:- ¿ initial rinse: disconnect the collector tubing from the elbow connector and disconnect the elbow connector from the lid. Rinse the disconnected tubing thoroughly by running cool tap water through the inside of the tubing. While rinsing, remove any excess dirt by wiping the outside of the tubing and elbow connector with low lint disposable wipes. While rinsing, flush the tubing with cool tap water to remove any excess dirt. ¿ cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely submerge the tubing and elbow connector in the solution and allow it to soak for a minimum of ten (10) minutes. At the beginning of the soak time, flush the inside of the tubing with the prepared solution. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the tubing and elbow connector for a minimum of one (1) minute to remove any visible signs of debris or dirt. ¿ rinse: rinse the tubing and elbow connector thoroughly with cool tap water until there is no visible sign of the soap cleaning solution. While rinsing, flush the inside of the tubing with the tap water. ¿ visual inspection: inspect the tubing to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on or inside the tubing. ¿ disinfection: fully submerge the tubing and elbow connector in 70% isopropyl alcohol (ipa). Allow it to soak for a minimum of ten (10) minutes. Flush the ipa through the tubing, prior to starting the ten (10) minute time. ¿ rinse: rinse the tubing and elbow connector thoroughly with cool tap water, ensuring that the inside of the tubing is flushed with water. ¿ drying: dry the tubing and elbow connector outer surface with a clean low lint towel or cloth and allow the inside of the tubing to air dry for a minimum of thirty (30) minutes at room temperature. Purewick¿ urine collection system base with power cord:- ¿ initial wipe: wipe the purewicktm urine collection system base and power cord thoroughly with a clean low lint cloth dampened with cool tap water. Remove any excess dirt by wiping the device with disposable low lint wipes. ¿ cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely wet a clean low lint cloth with the solution and wipe down the purewicktm urine collection system base and power cord. Allow the cleaning solution to remain on the device and power cord for a minimum of ten (10) minutes, ensuring that the device and power cord remains wet for the ten (10) minutes. Using a soft brush (e.g. Toothbrush), brush all accessible areas of the purewicktm urine collection system base and power cord for a minimum of one (1) minute to remove any visible signs of debris or dirt. ¿ rinse: using a new clean low lint cloth, wipe the purewicktm urine collection system base and power cord thoroughly with cool tap water to remove the soap cleaning solution. Perform this step until there is no visible sign of the soap cleaning solution. ¿ visual inspection: inspect the purewicktm urine collection system base and power cord to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on the purewicktm urine collection system base and power cord. ¿ disinfection: use 70% isopropyl alcohol (ipa) to completely wet a clean low lint cloth and wipe down the purewicktm urine collection system base and power cord. Allow the disinfecting solution to remain on the device and power cord for a minimum of ten (10) minutes, ensuring the unit is visibly wet with ipa for ten (10) minutes. ¿ rinse: using a new clean low lint cloth, wipe the purewicktm urine collection system base and power cord thoroughly with cool tap water to remove the disinfecting solution. ¿ drying: dry the purewicktm urine collection system base and power cord with a clean low lint towel or cloth.¿ corrections: f,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the staff at the nursing facility did not clean the purewick accessory replacement kit. The patient developed a urinary tract infection (uti) and a skin ulcer. The patient also had meningitis and passed away. The patient had been using purewick products for more than 90 days. Per clinical follow up via phone on 02mar2022 with the patient¿s daughter, she stated the 90-year-old patient passed away on (B)(6) 2021. In (B)(6) 2021, the patient was admitted to the hospital for a right above the knee amputation and then discharged to a rehabilitation facility where her son-in-law maintained the purewick system. The device worked very well and there were no issues during that time. In (B)(6) 2021, the facility went into lockdown due to covid-19 and no visitors were allowed, so the nursing staff had to manage the purewick system. She stated the staff were changing the wicks at least three times per day, but she was not sure if they were properly cleaning the drydoc, the tubing, and the canister. In (B)(6) 2021, the patient was admitted to the hospital with a uti, sepsis, and meningitis, and she was treated with antibiotics. The hospital staff also discovered the patient had a wound on her sacrum with bone exposure, which required treatment by the wound care team. The daughter believed the wound was a result of the patient not being turned properly and not being checked for skin moisture often. She also stated the patient had a lot of medical issues going on and was on hospice. She further stated that she did not believe the purewick device contributed to the patient¿s death. The patient had a past medical history of diabetes with bilateral lower extremity amputations, arthritis, and cardiac conditions including a heart attack, a heart valve replacement, and a pacemaker. No further information was provided. Another clinical follow up was attempted via phone on 07mar2022 with no answer received. Despite good faith attempts, no additional information has been obtained.